Event description:
It was reported that the wake button was sticking and hard to press. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and complaint was documented without additional corrective actions described.